Event description:
A customer reported being unable to test using the adc device due to a fast-draining battery. As a result, the customer experienced symptoms of hypoglycemia, diabetic coma, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided unspecified injection as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack . If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged reader was observed due to use related issue. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range (4.75v-5.25v). Power adapter test passed. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range. Therefore issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using the adc device due to a fast-draining battery. As a result, the customer experienced symptoms of hypoglycemia, diabetic coma, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided unspecified injection as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported being unable to test using the adc device due to a fast-draining battery. As a result, the customer experienced symptoms of hypoglycemia, diabetic coma, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided unspecified injection as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed on the reader due to user related issues. Performed internal visual inspection on the reader and damage was observed on internal pins and plastic channel retains the pins of the usb port. It was determined that the damage observed did not affect the readers ability to charge or connect to pc. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured using load tester and voltage was within specification range. Power adapter passed the testing. Visual inspection has been performed on the returned usb/charging cable and no damage was observed. No opens or shorts were observed. Usb/charging cable passed the testing. Reader was sufficiently charged. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader and no issues were observed. Power consumption test was performed. All results were within the specifications. Therefore, issue is not confirmed due to fast draining battery not observed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using the adc device due to a fast-draining battery. As a result, the customer experienced symptoms of hypoglycemia, diabetic coma, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided unspecified injection as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.